Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The leak occurred just a few minutes into treatment. The blood leak was reportedly visible in the dialyzer and in the dialysate lines. No dialyzer damage was visible. The machine did alarm. Blood test strips were not used. The patient's estimated blood loss (ebl) was noted as being approximately 150ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The complainant facility returned the device to the manufacturer for physical evaluation. The fiber bundle within the device was streaked with blood residue and the fibers were wet with indication of blood exposure. Coagulated blood was noted on the circumference of the fiber bundle and at both ends of the dialyzer (between the screw flange and potting cut surface). Gross visual examination of the dialyzer observed a broken fiber at the cavity ID end at approximately 180 degrees (with the dialysate ports situated at 0 degrees). No other damage or irregularities were identified during the visual inspection; specifically, no kinked, looped, or loose fiber fragments were found on the circumference of the fiber bundle. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to the coagulated blood). There was no flow of air or water through the fibers due to the coagulated blood observed at both potting ends. The dialyzer was then subjected to destructive disassembly for further visual examination. Both screw flanges were removed, the non-cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to removal of the fiber bundle, the broken fiber was confirmed; however, the opposing end could not be isolated (if existent). The exposed end of the broken fiber on the dialysate side extended past the bell housing. The inferior surface of both potting masses were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed during bubble point testing (possibly due to coagulated blood), visual examination of the dialyzer found a broken fiber which may have resulted in the reported leak. Therefore, the complaint was confirmed.